Event description:
It was reported that the dexcom g7 sensor lost connection to the ilet, resulting in temporary unpairing and loss of glucose data to the pump; the user was instructed to restart the ilet and keep it near the g7 to restore pairing, which constitutes troubleshooting and user education for communication interruption between the cgm and the ilet. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no impact on health and no need for medical care. Investigation included a review of device history and user troubleshooting guidance provided by support. Investigation of this case revealed that the event was consistent with transient wireless communication loss between the cgm and the pump, with pairing restored after user-directed steps. It was concluded that the device performance was consistent with known behavior for intermittent signal loss and that no device malfunction was confirmed.